Event description:
Customer reported receiving a motor error alarm on the insulin pump during bolus and a no delivery alarm when he ran out of insulin. Customer does not use the sensor feature and they were able to complete the rewind sequence. Customer's blood glucose reading at the time of the call was 121 mg/dl. No further information reported.

Manufacturer narrative:
The insulin pump was received with no unexpected no delivery or motor error alarms; and the motor was tested outside the device and passed. The insulin pump passed basic occlusion, occlusion, prime/a33, excessive no delivery and displacement tests. The insulin pump has cracked case at display window corners, reservoir tube lip, battery tube threads and with minor scratched display window.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.